Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) that resistance was felt post-cutting of the tether and it was observed that the tether was knotted. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.